Event description:
A device report from (B)(6)indicated a hospital in (B)(6) reported: during a procedure surgeon inserted screws into distal holes in the first and second row of the va-lcp 2-column plate through the guide block. When the screw head was reaching to the screw threads, she momentarily felt it was slightly stuck in, but no resistance, so that she continued to turn a torque driver until they would almost go through the plate. Surgeon immediately removed the screw to avoid an accident. Surgeon tried with another screw once again, and as a result surgeon experienced the same thing that happened before. No further information is available. It was noted no adverse event occurred. This is 2 of 3 reports for this event.

Manufacturer narrative:
The device history record was reviewed with no complaint related anomalies noted.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment not diagnosis. The investigation of the complained locking screw shows that the head thread is deformed and the screw drive is worn out. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Possible cause could be that this damage on the head thread of the screw occurred during shaving on the plate. Damaged screwdrivers can lead to damage on the inside of the screw drive head. Please be careful in operating with those locking screws. We know that to much torque can be a problem for those kinds of screws who have to lock in the plate.